Event description:
Customer had three patients with questionable results which were repeated on a different modular analyzer. None of the initial results were reported, there was no affect to patients. Patient 1, initial glucose result 175, repeat 517 mg/dl (accompanied by a h data flag); initial total protein result 3.5, repeat 5.8 g/dl (accompanied by a l data flag); initial albumin 5.5, repeat 3.0 g/dl (accompanied by l data flag); initial alkaline phosphatase initial result 66, repeat 260 u/l. Sample was pst, lithium heparin 16x100 tube. Patient 2, female, (B) (6), initial glucose result 74, repeat 182 mg/dl (accompanied by h data flag); initial total protein 4.2, repeat 6.7 g/dl; initial albumin result 7.0, repeat 3.9 g/dl; initial alkaline phosphatase 29 (accompanied by l data flag), repeat 96 u/l. Sample was pst, lithium heparin 13x100 tube. Patient 3, female, (B) (6), initial glucose result 91, repeat 167 mg/dl (accompanied by h data flag). Sample was pst, lithium heparin, 13x100 tube. Reagent lot numbers used: glucose 148274, total protein 148240, albumin 616143, alkaline phosphatase 618129. The field service representative found a vacuum leak was the cause and replaced the vacuum tube. To verify analyzer operation, he ran qc which was acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.